Event description:
Stent dislodgement through a 7fr terumo destination sheath.

Manufacturer narrative:
Visual analysis indicates a properly crimped stent was present due to the impression of witness lines in both the balloon and catheter shaft directly under the dilatation zone of the balloon. All other components and features of the balloon catheter are present and located properly. Slight deformation of the distal end introducer is visible but may be attributed to leveraging the end to re-mount the stent. With very few details from the case and no films, it is not possible to determine root cause. After reviewing our quality records for this lot we could find no abnormalities or defects.